Event description:
The customer reported to customer svc that she witnessed sparking from the exposed wires on the cord. The customer also reported no injuries.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempt to retrieve the product were unsuccessful as were attempts to retrieve add'l complaint info. Should add'l info or the original product be rec'd resulting in new, change or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.